Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. The reporter alleged that, after clearing a previous call service alarm, the pump beeped and vibrated with an unresponsive blank display screen. It was noted that the pump was rebooted again without resolving the issue. Reportedly, a new battery was placed into the pump but was not able to resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/04/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 03/18/2014 with the following findings: a review of the pump history showed that call service alarms were recorded. The pump powered on with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The complaint of the call service alarms was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.